Event description:
Further information received indicated that noise was reproduced during provocative testing. No intervention was performed, the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise were noted on the right atrial lead. Technical support was contacted and provided assistance, however, no intervention was performed at this time. The patient was stable.